Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter read inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2017 at 10:31 pm. The patient reported obtaining blood glucose readings of ¿205, 145 and 86 mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. The patient informed the csr that she manages her diabetes with a combination of oral medication (metformin) and insulin (lantus at bedtime). The patient claimed she continued to follow her usual diabetes management regimen in response to the alleged issue. The patient stated that immediately after obtaining the alleged inaccurate results, she developed symptoms of feeling ¿dizzy and disorientated.¿ the patient denied receiving medical treatment. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that the same approved sample site was used for testing and that the correct testing process was being followed. The csr confirmed the test strip vial was intact and that the test strips were in good condition. The csr documented that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged product issue began. The subject meter could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
The lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.